Event description:
A bipap a30, silver series was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issues. No repair was performed. The device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, an error code related to the coin cell voltage being outside of its valid range of 1.65 to 3.6v was observed. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request.